Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The coil was stented into place to prevent any patient injury.

Event description:
The physician was coiling a 5 mm ophthalmic aneurysm. When advancing a penumbra coil 400 at the proximal portion of the px45 microcatheter, the physician saw under fluoroscopy that the microcatheter had fallen out of the aneurysm. He then decided to get a guidewire to try and re-enter the aneurysm, and he decided to retract and resheath the coil. He then grabbed the guidewire and saw under fluoroscopy that the coil had detached and advanced distal to the neck of the aneurysm in the internal carotid artery. He attempted to use an alligator device but it could not retrieve the coil, so he deployed an enterprise stent to oppose the coil to the artery. The patient woke up moving all extremities and was doing fine as of one day after the procedure.